Event description:
It was reported, "my stryker hip implant produces a loud squeaking noise that is becoming more and more constant. It is quite audible and embarrassing. Within the last few months, at times I notice a more squeaking / grinding sound, especially when raising my leg to put on pants." Dates of use: 2006 - 2009. Diagnosis or reason for use: hip replacement needed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.